Event description:
Patient experienced an allergic reaction shortly after beginning orthodontic treatment. Treatment for the allergic reaction included removal of braces and prescription drug therapy with prednisone and an antihistamine. It was not determined what caused patient's allergic reaction (possible allergens include the nickel in the stainless steel orthodontic brackets and archwires, the acrylic in the orthodontic adhesive and the latex gloves used by the orthodontist and assistants.